Manufacturer narrative:
Investigation results: visual evaluation of the complaint device found the handle cannula to be slightly bent and detached. The catheter presented kinks near the handle as well. The handle cannula presented slight marks of the handle assembly process, which indicates that the cautery pin was in contact with the handle cannula before it detached. Functional testing could not be performed due to the handle cannula detachment. A dimensional inspection was performed and all the measurements were within manufacturing specifications. The complaint was confirmed. This failure was caused by improper assembly of the handle cannula during the manufacturing process. There is an investigation in place to address this issue.

Manufacturer narrative:
Exact patient age is unknown but is over 18 years. The complainant was unable to provide the suspect device lot number; therefore, the device expiration and device manufactured dates are unknown. However, it was confirmed that the device was not used past its expiration date. (B)(4). The complaint device has been received by the manufacturer; however, a failure analysis has not yet been completed. Upon receipt of the failure analysis, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a captivator medium oval snare was used during a colonoscopy procedure. According to the complainant, the handle cannula detached during the procedure. The procedure was completed with another captivator medium oval snare. There were no patient complications reported as a result of this event. The patient¿s condition was reported to be "fine" following the procedure.

Event description:
It was reported to boston scientific corporation that a captivator medium oval snare was used during a colonoscopy procedure. According to the complainant, the handle cannula detached during the procedure. The procedure was completed with another captivator medium oval snare. There were no patient complications reported as a result of this event. The patient¿s condition was reported to be "fine" following the procedure.